Event description:
It was reported by service report that the fowler would drift down once it reached an angle of 30 degrees or lower with very little weight applied. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: fowler was drifting down with very little weight applied due to a malfunctioning fowler brake clutch.